Event description:
It was reported that when testing prior to use in patient, the balloon of this swan-ganz catheter was damaged and did not inflate. Another catheter was used for the procedure. There was no allegation of patient injury.

Manufacturer narrative:
A product evaluation was completed on the returned swan ganz catheter. Customer report of "balloon was damaged and did not inflate" was able to be confirmed. During visual inspection the balloon did not inflate due to leakage from a tear near the distal balloon bonding site. The tear size was approximately 2mm in length. The edges of tear did not appear to match up. All through the lumens were patent without any leakage or occlusion. No visible damage or abnormality was observed form catheter body syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The reported issue was able to be confirmed through objective evidence from the product evaluation with the failure code 'balloon-tear, slit, cut- balloon.' Based on the available information there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. G4: other product codes: dqo, dqe, kra.